Event description:
The customer reported that the system displayed an 'ma on in error' error message. This error is likely to result in an uncommanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The stator wire was evaluated and reconnected. The system was tested and found to be working as intended and returned to service.